Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s touchscreen was unresponsive unless pressed hard, which prevented normal use including unlocking and announcing meals, leading to hyperglycemia up to 400 mg/dl for approximately 8¿12 hours; the user corrected with subcutaneous insulin via pen and the device was replaced. Symptoms included thirst, consistent with hyperglycemia. Outcomes included no lasting health consequences and no medical intervention or outside assistance. Investigation included communication with the user and receipt and inspection of the returned device. Investigation of this device revealed a hardware failure of the display component consistent with screen damage. It was concluded that the cause was physical damage unrelated to device design or manufacturing.